Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of connection between mobile and insulin pump. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (updated technical assessment summary) with this report. An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: gatt undefined errors coming from the ble stack. Supervisortimeout errors. Loss of bonding after 30 seconds due to the pairing prompts not being accepted issue is unknown. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: basic steps: turn bluetooth off > wait 30 seconds > turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data. Reset network settings based on device: google pixel: settings system reset options reset bluetooth and wifi > reset and settings system reset options reset mobile network settings > reset settings samsung android 13: settings > general management > reset > reset network settings (this will also reset bt settings) > reset settings samsung android 14,15: settings > general management > reset > reset mobile network settings and settings > general management > reset > reset wifi and bluetooth settings samsung android 15: to reset wifi, mobile bluetooth settings: open settings scroll down and tap system tap reset options (or reset on some versions) select reset wifi, mobile bluetooth confirm by tapping reset settings enter your pin/pattern/password if prompted tap reset settings again to confirm. Helpline confirmed that pump has been replaced for the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely the issue is related to one of these issues: gatt undefined errors coming from the ble stack. Supervisortimeout errors. Loss of bonding after 30 seconds due to the pairing prompts not being accepted. Issue unknown. Please instruct the customer to approve the pairing in the system os popups, and not move the application to the background during the pairing procedure. Disable battery optimization for the mmm app: long tap on the mmm app icon>>app. Info>>battery saver>>no restrictions. Clear all previous pump bluetooth connections in bluetooth settings: open. Settings>>tap connections>>tap bluetooth>>tap the options icon next to the device (pump) you want to unpair>>tap unpair>>confirm on the popup. Restart the phone and try pairing again. Try to pair the pump and device in another. Location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby). We are proceeding to close the ticket as helpline dint provided response on the recommendation steps shared. If customer still face issue we request helpline to reopen the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.